Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a white foreign material was observed in the device air/water tube, auxiliary water tube and channel tube. The foreign material was not identified, however, the material is believed to be a defoaming agent containing silicone, such as simethicone, which can cause deposits of white foreign material. The root cause of the issue was determined to be a failure to follow the device instructions for use (IFU) related to device reprocessing. A definitive root cause of the observed nozzle clog could not be determined, as there was no nozzle deformation identified, however, is issue was likely due to inappropriate device reprocessing. The event can be prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon evaluation of the returned colonovideoscope, foreign material was observed in the device air/water tube, auxiliary water tube and channel tube. The device nozzle was also observed to be clogged. There was no patient involvement and no harm reported as a result of the event.